Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with a 550cc mentor cpx4 with suture tabs, med height, smooth breast tissue expander and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with a 550cc mentor cpx4 with suture tabs, med height, smooth ( catalog #:3509214, serial #:(B)(4)) on (B)(6) 2019.

Manufacturer narrative:
On 9/18/19, the suspected medical device was returned for evaluation. On 10/04/19. The investigation on the suspected medical device was completed. Investigation summary : according to the reported information, the patient experienced a deflation in a tissue expander. The analysis results showed that the device appeared intact. Leak testing revealed there was a tear in one of the the suture tabs. Microscopic examination was performed for the reported deflation, and no evidence of device damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. Possible causes of deflation of tissue expander implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).